Manufacturer narrative:
The technician found the brake caster out of adjustment, allowing the caster to move slightly when in brake mode. The technician adjusted the brake and steer casters to repair the bed.

Event description:
The account alleged the brakes are not locking.